Manufacturer narrative:
A1, a2, a3: patient information was provided for these fields. H6: c20: device was returned and product investigation conclusion state: the primary reported failure mode, related to a stuck deployment line, was not consistent with the engineering evaluation findings of a fully deployed endoprosthesis. As reported, the device had to be removed because it would not deploy; the deployment line unraveled but became stuck and would not release, and there was no device expansion. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary reported failure mode. The returned device exhibited several forms of damage (e.g. Dual lumen necking, curved distal shaft, disturbed pebax and braid, fully deployed endoprosthesis, graft delamination/deconstruction). The cause for these damages could not be determined, but they are consistent with damage resulting from high deployment force during the procedure, an unknown device interaction during retrieval and/or withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
A2, a3, a4: patient information was requested, but none was provided. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b18: device was discarded at user facility and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2025, treatment for a fistula was being performed in the patient's arm. A gore® viabahn® endoprosthesis (viabahn device) was to be implanted, but the deployment line was stuck. There was no device expansion. The viabahn device was removed with no issues. The patient did not experience any adverse consequences due to the non-deployment.